Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) exhibited noise on the atrial electrogram and programmed parameters. Oversensing resulting in inappropriate diagnostics. The atrial lead thresholds were reported to be good and stable. It was also reported the right ventricular (rv) lead exhibited high sensing integrity counter (sic). Diagnostic testing/troubleshooting performed, with suspected silicone on silicone abrasion. The ra lead and rv lead remain in use, and the plan is to continue to monitor the leads. No patient complications have been reported as a result of this event.